Event description:
A malfunction alarm was reported, identified as malfunction code 0, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared, which the customer understood and acknowledged.